Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left workstation handle broke free from the workstation. No patient injury was reported.